Manufacturer narrative:
Tandem¿s t:slim x2g5 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the fill tubing sequence. Reportedly, the customer had not performed the air removal process. A supply change was performed resolving the issue. Customer's blood glucose level was 225 mg/dl.